Event description:
It was reported that the customer was deceased. Customer's date of death was (B)(6) 2014. Cause of death was low blood glucose levels. Customer died at the hospital and was hospitalized on (B)(6) 2014. Customer was found unresponsive at home and then rushed to the emergency room and admitted into the hospital. Customer was deprived of insulin and oxygen for a period of time and the customer ended up being brain dead. Customer had a low blood glucose reading of 25 mg/dl at the time the customer was found unresponsive. Customer was wearing the pump at the time of the incident but the pump was removed before death. The hospital was supplementing insulin with IV. Customer was off the pump due to her illness. Pump was removed by emergency workers. Customer was not wearing a sensor at the time of death. Caller agreed to return the pump but needed to take the pump to the health care provider first. Caller wants the pump back after analysis is complete. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.